Event description:
Following the procedure, the physician closed the arteriotomy using a tsl 6 fr. Closer device. The pt presented back into the hospital with pain in pt's leg. Upon exploration, a ruptured pseudoaneurysm was considered. A pocket of infection was noted and IV antibiotics were given to the pt. No surgical intervention was reported.